Event description:
It was reported to medtronic minimed that the customer experienced sensor did not adhere, change sensor, calibration not accepted alerts, communication issue between pump and transmitter, transmitter test failed and differences in sensor and blood glucose value. Sensor glucose value was 179 mg/dl and blood glucose value was 250 mg/dl. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-342g, mmt-431aj and mmt-1884. Troubleshooting was performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. Difference between sensor and blood glucose at time of event was not within the target range and it was >30%. No further patient complications were reported. No product return is required for mmt-342g, mmt-431aj and mmt-1884. Mmt-7040a, mmt-7841zn were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 23-apr-2025 to 22-apr-2025 as per new additional information and which is updated in section b3. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, 2 hours after removing unit from charger led flashed properly. Unit communicated and sync properly during rf/ble/downgrade/association, however, unit failed with a failure at the accuracy test. In conclusion, unable to perform the accuracy test due to unit not communicating with the accuracy tester. The customer complaint of ble, charging, and led was not confirmed. However, the unit failed accuracy test is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.